Event description:
It was reported that the programmer would power down while in a patient session. The programmer was able to be powered back on, but the battery would not charge or hold a charge. The caller was advised to return the programmer battery for service, and the programmer remains in use with line power. No patient complications have been reported as a result of this event.